Event description:
It was reported that the patient presented in clinic for initial implantable cardioverter defibrillator (ICD) implant procedure. During procedure, the ICD exhibited high and out-of-range pacing impedance. The ICD was not implanted, and a replacement was implanted on (B)(6) 2025. Patient was stable.

Manufacturer narrative:
The reported complaints of high pacing impedance, unspecified device port issue and loose or intermittent connection were not confirmed. The device was received in normal range of operation. Analysis of device image was performed, and no anomalies were noted. Mechanical evaluation of header port was performed, and no anomaly was noted. Further electrical testing was performed, including pacer lead impedance, indicating normal device performance. Longevity assessment found the device was operating above the elective replacement indicator (eri), within the expected voltage range. No other anomalies were found.

Event description:
Additional information received indicated that the left ventricular port of the implantable cardioverter defibrillator (ICD) was defective due to the lead being screwed in multiple times, and the pacing impedance continued to be high and out-of-range. The physician suspected an anomaly on the set screw in which it was not engaging. The patient was stable.